Event description:
It was reported the rigid video scope had dark image or inconsistent illumination with low light. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, the device evaluation found additional issue: failed light transmission,219, fiber breakage, dents on distal edge, loose, bent. And dents on outer tube, heavy stains under light guide cover glass, cracks on side, image goes out field, due to loose outer tube. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid video scope had dark image or inconsistent illumination with low light. The issue occurred, during reprocessing. There was no patient involvement.